Event description:
Event description: per cnf, it was reported that: the distributor representative reported on (B)(6) 2026, that a replacement peg button enfit had become dislodged and fallen into the patient's stomach. The button that had fallen into the stomach was reportedly retrieved endoscopically. As the patient had been transferred from another hospital, the product reference number and lot number have not yet been confirmed. Based on the photographs provided, no apparent damage was observed on the button that was retrieved from the stomach. An interview with the nurse responsible for patient safety/risk management is scheduled for (B)(6) 2026, to obtain additional information. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account.' In addition, the email addresses of both the physician and the initial reporter were not available. When physician's first name is blank, it means asked but not available. Physician comments: patient outcome: no information available infected: unknown. Event date: no value found as reported device codes: 1048: break. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation conclusion: the complaint is determined to be unconfirmed due to insufficient information and lack of objective evidence of a product failure. Additionally, no deficiency in product quality or performance is identified, as the concern is adequately addressed in the IFU. Therefore, no root cause related to manufacturing or quality processes can be established. Note: based on the complaint description, the feeding tube was characterized as a "button" that dislodged and migrated into the patient's stomach. This description is more aligned with a low-profile feeding tube. As this type of device is not currently in active production, it is considered highly unlikely that the product in question is one of the standard feeding tubes.